Event description:
During lacrimal duct probe with stent placement, tip of ritleng hook broke off in patient's nasal passage. Intra-op x-ray revealed metallic foreign body in left nasal passage. Ent called to or in attempt to locate and retrieve via nasal endoscopy. Attempts to locate unsuccessful. Repeat x-ray revealed previous metallic foreign body in nasal passage now in oropharynx. Ent elected to abort further retrieval attempts and believed the foreign body would be swallowed and passed given its tiny size.